Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 2 implanted mitraclips, steerable guide catheter, mitraclip system. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional implanted mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the irregular movement of the clip delivery system ((B)(4)). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 4. There was no challenging anatomy noted. Two clips ((B)(4)) were implanted, reducing the mr to 2-3. On (B)(6) 2017, echocardiogram found a new mr jet, that was not initially present post-procedure. It was determined that the second clip ((B)(4)) placed had opened a little bit. The mr was back to grade 4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. The mr was 4. The first clip delivery system (cds (B)(4)) was advanced into the steerable guide catheter (sgc (B)(4)), with the blue alignment markers aligned. After the cds was advanced to the left atrium, the m knob was turned, but the cds did not respond properly in that it did not achieve the 90 degree angle. It was believed that there was a possible mis-key of the devices. The sgc was changed out for a new one after which the same cds was advanced and used successfully. One clip was implanted, and the mr remained at 4. The procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported cds unable to curve sleeve and sleeve steering issue were not confirmed. It was observed that the actuator mandrel was bent. A review of the lot history record revealed no manufacturing nonconformities reported from this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported cds unable to curve sleeve and sleeve steering issue in this incident could not be determined. The returned device analysis confirmed that the cds was able to properly curve the sleeve and the steerable sleeve functioned as intended, and thus was unable to confirm the reported unable to curve sleeve and sleeve steering issue. The observed actuator mandrel bend was likely a result of tension placed on the device during the procedure as well as during post-procedural shipping and handling, and would not have influenced the reported issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed reports, new information was received as follows: on (B)(6) 2017, during the second procedure, the first clip delivery system (cds 60802u145) was advanced into the steerable guide catheter (sgc). After the cds was advanced to the left atrium, the m knob was turned, but the cds was not able to curve to achieve the expected 90 degree angle. It was believed that there was a possible mis-key of the devices. The sgc and cds were removed, and replaced. No additional information was provided.